Event description:
This report is of peritonitis, as a result of a breach in aseptic technique with a disposable renal product, in a patient coincident with dianeal therapy. On an unreported date, the patient experienced a breach in aseptic technique, which resulted in peritonitis. The hp was not hospitalized for the peritonitis and there was no treatment reported. The hp was retrained in proper aseptic procedure. It was reported that the patient has recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique. The assignable root cause was determined to be a use error. If additional relevant information becomes available, a follow up report will be submitted. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.